Event description:
The perfusionist reported that the cardioplegia tubing jammed the pump rotor. The tubing was held in place by variolock inserts. An attempt was made to refit the tubing but was unsuccessful. The pump was changed out. The replacement pump was equipped with plastic inserts. No further problems occurred. The patient was cross-clamped for eleven minutes prior to receiving cardioplegia.

Manufacturer narrative:
The incident occurred using variolock blood cardioplegia inserts to be used with an s3 pump system. The 510(k) number for the s3 roller pump module and console is k950990. The incident occurred at (B)(6). This medwatch report is filed by sorin group USA on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The perfusionist reported that the cardioplegia tubing jammed the pump rotor. The tubing was held in place by variolock inserts. An attempt was made to refit the tubing but was unsuccessful. The pump was changed out. The replacement pump was equipped with plastic inserts. No further problems occurred. Sorin group (B)(4) received cardioplegia inserts, as well as track guides for evaluation. Review of the manufacturing records did not reveal any abnormalities. Inspection of the track guides in relation to the position of the tubing inserts was performed. Testing included measuring the force required to physically move the tubing held by the inserts by varying the pump occlusion and, therefore, evaluating the force applied by the pump rotor. A retaining force, the actual force required to draw the tubing out of the inserts, was also measured. Results indicated that the variolocks required more force to move or pull tubing out of the inserts as compared to the plastic inserts. The result, the variolocks would hold the tubing in place more securely than the plastic inserts, making it more difficult to move and become jammed. Analysis of the guide tracks did not reveal any issues. Based on the investigation, sorin group (B)(4) has concluded that the variolock inserts and guide tracks did not contribute to the incident. No further action is deemed necessary.